Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event was not confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The unexpected contamination issue was not confirmed. The device evaluation found the following: the light guide lens was dirty, there was low angulation, the bending cover section adhesive had visible threads and due to wear of the angle wire, the play of the "up/down" knob was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope tested positive for an unexpected contamination. The issue was found during routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.